Event description:
It was reported that during multiple ultrasound guided breast biopsies into normal tissue, after fully priming the device, injecting into the lesion and then withdrawing the device from the pt, there were no tissue samples obtained. Another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number has been provided, and the lot device records have been reviewed. The lot met all release criteria. The fourth device was received with the stylet and cannula were retracted int the primed position, however the arrow was not visible in the ready window. There were no visual anomalies noted on the device. The rotational knob was rotated partially and the device became fully primed with the arrow visible in the ready window. The trigger was then depressed and the cannula and stylet both advanced. The rotational knob was then rotated once with difficulty and the cannula retracted and locked into place. The rotational knob was then rotated again and the cannula released and would not stay in the primed position. Further functional testing could not be performed. The sample was disassembled and the internal components examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hubs and tangs were found broken on the returned samples. The investigation is inconclusive for failure to obtain samples, as functional testing could not be performed due to the broken cannula hubs and tangs. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.